Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy, the right ventricular (rv) lead dislodged, and there was loss of capture. It was further reported the rv lead exhibited oversensing of noise and pacing was inhibited. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.